Event description:
The iab was inserted into the pt on 11/18/97. On 11/19/97, blood was noted in the catheter. The "blood detected" alarm sounded from the pump. Event complications: none from the event-reported 11/24/97. Pt's current status: rpt'd 11/24/97.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 1/20/98).